Event description:
It was reported that the sheath of the video telescope was broken. The issue was found during cleaning and disinfection. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of device evaluation and the legal manufacturer's final investigation. New information added to concomitant product, d8, d9, g3, h3, h4, h6 and h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, evaluation found there was damage to the light flux of the insertion part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the outer skin of the sheath failed due to stress of being pulled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.